Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics (dosage, route and frequency not reported). Two days later, the patient was discharged from the hospital and they were reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for this product. The product code and lot number of the product used by the patient is unknown; however, the two product codes share a common brand name and 510k number which have been provided. A review of all batch record documents was performed for potentially associated lot number(s) h14a10118 and h14c01063 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).